Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find the display screen cracked and damaged. The pump cover was removed to find the test display screen mounted and the blank screen failure was consistent with the test display screen. An inspection of the printed circuit board revealed a cracked eeprom component. Evaluation revealed that the eeprom component had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.